Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was received for evaluation. During visual evaluation, the proximal end of the balloon was noted having frayed fibers at the bonding site. No kinks were noted to the catheter, no anomalies to the luers/bifurcate. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon near its distal tip. The balloon fibers were stripped and under microscopic examination, a pinhole rupture was noted on the balloon. Also, frayed fibers were noted at the distal tip. No other functional testing was performed. Therefore, the investigation is confirmed for the reported leak and identified pinhole balloon rupture as a pinhole rupture was noted on the balloon which could have been the source of the leak. The investigation is also confirmed for the identified frayed fibers as frayed fibers were noted at both the proximal and distal ends of the balloon. The pinhole balloon rupture identified during the microscopic examination might have been the source of the reported leak. However, the definitive root cause for the alleged leak, identified pinhole balloon rupture and frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure in the right brachiocephalic vein, the pta balloon allegedly leaked at the tip of the bonding area. The procedure was completed using another device. There was no patient contact.